Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient¿s implant had been shut off since (B)(6) 2018. When they went to turn on the programmer a couple of weeks ago, the programmer shower por. It was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.